Event description:
It was reported that during a coronary orbital atherectomy procedure, a perforation occurred while using a csi orbital atherectomy device (oad). The target lesion was 90% stenotic and 32mm in length. It was located in the proximal-to-mid right coronary artery (rca) which had a reference vessel diameter of 3.5 mm. The physician used a 7fr cordis sheath to access the lesion through the right brachial artery. The physician advanced a 5fr rbi catheter over the aortic arch along with a 0.035" j-wire with a guidewire. The rbi catheter was exchanged for a boston scientific mach 1 7fr arc 4. The physician advanced the csi coronary viperwire down the distal rca and across the lesion and loaded the csi oad onto the guidewire. The physician completed three runs at low speed for twenty seconds each. Post-atherectomy angiography revealed a perforation in the proximal rca. The physician then removed the oad. The perforation was resolved via percutaneous transluminal angioplasty (pta) with an emerge monorail (2.5 x 15) followed-up with two graftmaster stents (2.8 x 16 and 2.8 x 26). Balloon angioplasty was again performed with an emerge monorail (3 x 15), but an additional dissection was noted in the mid-rca which was resolved with a promus premier drug-eluting stent (3 x 24). The patient status remained stable throughout the procedure.

Manufacturer narrative:
The device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The device history record for this oad lot number had been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly and quality control requirements. (B)(4). Discarded by facility.